Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 6 years after the dental implant was installed in intraoral region #19 it was verified its fracture.